Event description:
A malfunction on the pump was reported by the caller, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump for the malfunction within the previous 24 hours, so technical support assisted with resetting it. However, the same malfunction code reappeared. Consequently, technical support decided to replace the pump. The customer was advised to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.